Manufacturer narrative:
H6: investigation summary one photo was received and evaluated to verify the customer's complaint of separation. It is unclear the nature of separation and without further information like a physical sample for testing the root cause of this issue remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that one side of the bd¿ gravity IV set with 3-port closed manifold popped off despite being tightened. The following information was provided by the initial reporter: "one of the sides of the manifold popped off. Received confirmation they tightened prior to case."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one side of the bd¿ gravity IV set with 3-port closed manifold popped off despite being tightened. The following information was provided by the initial reporter: "one of the sides of the manifold popped off. Received confirmation they tightened prior to case."